Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a bad printed circuit board and the scope socket that was very loose. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the reported event is confirmed due to board failure, along with a scope socket looseness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced the high-definition serial digital interface outputs are not working issue during inspection for use. There were no reports of patient involvement.